Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier gear was grinding, and it was not clipping. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no damage or anything out of the ordinary identified. The issue did not occur while loading the clip onto the clip applier. The clip applier issue occurred prior to clip application with the instrument in patient and while the surgeon attempted to clamp on a vessel or tissue bundle. The instrument was grinding and not clipping. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement, unexpected motion of clip applier while attempting to clip, unsuccessful clip application, or the clip opening after closure of the clip. Medium-large clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The issue occurred at the first clip application. The issue was resolved with a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have grip input disk seven completely detached. The complaint was confirmed by failure analysis. .